Event description:
It was reported that the patient presented in clinic. It was noted that the implantable cardioverter defibrillator (ICD) was in backup vvi mode. A device restoration was completed successfully, and the device was programmed back to the patient's original settings. The patient was stable.